Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date for the catheter cannot be determined. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was fractured due to overstress. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and the lead appeared damaged at implant. The analyst commented that the helix can not be extended or retracted due to distal conductor distorted and fractured within the connector.

Event description:
It was reported that during the implant the helix of the right ventricular lead malfunctioned. This lead was removed and a new right ventricular lead was implanted. Furthermore, when the guide catheter was used to cannulate the coronary sinus, a small lateral branch was attempted without success and with what appeared to be an uncomplicated coronary sinus perforation. The catheter system along with a subselection catheter were used for left ventricular lead positioning. It was also reported that phrenic nerve stimulation occurred with stimulation of 6.5 volts or higher with the implanted left ventricular lead. The left ventricular lead is still in use. No further patient complications were reported as a result of this event.